Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During device f/u performed at one day post implantation, lead impedance measurements failed despite all other tests could be performed normally. The programmer was restarted, and upon new device interrogation, lead impedances could be measured normally.